Event description:
Pt admitted (B)(6) 2016 for periodic elevations in flows and powers at home, complaints of fatigue, signs of fluid overload. Speed set to 9800 but pt saw speeds at 9700rpm. Flows elevated to >10 without precipitating event. Data sent to thoratec for analysis, no evidence of driveline damage per report. Speed optimization study on (B)(6) showed normal flow seen at inflow and outflow cannulas. Pt placed on inotropes and heparin after rhc showed increased left and right side sided filling pressures ((B)(6) 2016). Thoratec engineers tested driveline wires (B)(6). CT imagery on (B)(6) did not reveal kinks or thrombus in CT outflow graft. Pt started on dobutamine and diuresed. Lvad speed increased to 10000. Controller changed out (B)(6) 2016. Possible pump exchange reviewed with CT surgery.